Event description:
Per the clinic, the patient experienced chronic otorrhea and ear canal infection. The patient also experienced electrode migration, and subsequently, the ground electrode was extruded and observed hanging in the patient's external ear canal. The pin electrode was reported missing, leaving only a silicone-covered wire. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.